Manufacturer narrative:
Reported event: an event regarding seating locking issue involving a trident 0 degrees x3 insert 28mm ID was reported. The event was not confirmed. The subject liner was returned in used condition. Review with the material analysis engineer indicated "markings were observed on the liner, consistent with in-service use." Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. The event could not be confirmed as the reported device showed markings consistent with in-service use, therefore the functionality could not be duplicated. If additional information becomes available, this investigation will be reopened.

Event description:
During tha surgery, the insert did not fit to the shell. The surgeon scraped the bones around the cup and inserted the another insert.